Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot j7m1056ex seems to be invalid, please provide correct lot number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2018 and a suture was used. During surgery, the tip of the needle broke. The patient was x-rayed but the broken piece of the needle was not retrieved. A replacement was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.